Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mom reported via phone call that they were hospitalized due to high blood glucose. The customer's blood glucose while hospitalized was 270 mg/dl. The cause of hospitalization was high blood glucose. The customer was hospitalized due high blood glucose level on (B)(6) 2017. The customer stated that the drive support cap was normal. The customer was wearing the insulin pump during the hospitalization. It also stated document of outcome of hospitalization was 5 hours. The insulin pump will not be returned for analysis.